Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the complaint was not confirmed nor duplicated. A non-reportable ventilator service required error was found in the device's error log relating to the detachable battery not charging. The service technician recommended replacing the detachable battery to resolve the issue. There is no documentation stating what caused the ventilator inoperative condition or what component(s) need to be replaced. Additionally, the blower assembly, blower bellows seal, machine flow sensor, and tubing o2 are contaminated. The unit was testing with the fio2 sensor and failed the test. The device was later tested with the gold fio2 sensor and passed the test. The service technician recommends replacing the fio2 sensor. The muffler assembly, air foam inlet filter, and particulate filter will be replaced due to 4 year preventative maintenance service. No further investigation is required.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.